Event description:
Return to surgery in early 2009 for infection, status post right shoulder reconstruction of the coracoclavicular ligament, both medial and lateral, using allograft and distal clavicle resection and acromioplasty in late 2008. The allograft was removed and debridement and lavage performed. Unable to determine exact cause of the infection (wound infection was ruled out) however, the surgeon stated that the medial ligament fixation had failed. In the original surgery of the same day, both allograft and fixation devices, bio-tenodesis screws were used. Date of use: 2008. Diagnosis or reason for use: chronic ac joint dislocation.